Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia procedure with a coolflow&#59401;irrigation pump and high flow rate activation and deactivation issues occurred. The pump did not stop automatically. When ablation was initiated the pump did not change to high flow. When ablation was stopped the pump did not change to low flow. Some ablations were delivered at the incorrect flow rate. It was possible to stop and start ablation manually. There were no warnings or errors observed on biosense webster equipment during the procedure. The irrigation pump and the generator were set at auto mode. The settings include power mode at 30w. The issue was resolved by changing out the 39d-60x cable. The procedure was completed with no patient consequence. This event is MDR reportable because the high flow rate activation and deactivation problem may lead to a serious patient event when not properly functioning during ablation.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent an atrial tachycardia procedure with a coolflow® irrigation pump and high flow rate activation and deactivation issues occurred. The pump did not stop automatically. When ablation was initiated the pump did not change to high flow. It would only work with the manual control. Generator settings were fine. The device was evaluated and coolflow pump interface cable was defective. Defective part was replaced. Issue was resolved. The device was also subjected to preventative maintenance, safety and functional testing and all tests passed. The device history record review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Based on available analysis results, it could not be identified whether the issue is related to an internal or an external cause.